Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power supply and pcba were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The pcba was returned for analysis. Functional testing determined that the pcba was functioning as designed. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by system reboot. A generator error occurred. Ps1 replaced and starter upgraded to resolve. Estimated absorbed or effective dose is = 12.5 msv. Number of people exposed: 1 - patient total number of people in operating room unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that halfway through the spin, the system said acquiring images and stopped beeping. The spin did not complete. The representative had them take an ap/lateral shot, to confirm that the middle button was working on the hand switch. When taking the shot, it sounded like the system was making a whirring sound as if it were losing power. They rebooted the system then took a shot in low dose without any issues. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
The power supply was returned and analyzed. Bench test failed. The output voltage drifted to 5.263vdc over the maximum limit of the 5v spec. Codes b01, c02 and d02 are applicable. Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.